Event description:
I have used lubricating drops for dry eyes, cvs artificial tears, cvs eye allergy relief, and refresh as well as pataday. Last year I began to get a thick mucous in my eyes and went to the eye doctor who treated me for infection and 2 styes. I had to be treated again 2 weeks later because the infection and styes had not gone away. I still have some issues with excess mucous and blurred vision. I file this in response to your most recent recall about eye drops. Reference report: mw5147726, mw5147728, mw5147729.